Manufacturer narrative:
After further review it was determined that the event was already reported under mfg report number 2249723-2025-0005337. Please refer to mfg report number 2249723-2025-0005337 for the reported event and cancel mfg report number 2249723-2025-0005305 in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine service, cardiosave intra-aortic balloon pump (iabp) had discovered etf 13 & fault code 106. There was no patient involvement.